Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself in automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day, which would indicated the device was switching itself on automatically. There was evidence of corrosion on the speaker and device membrane indicating the device was not being stored in an adequate location. The problem with the device was attributed to a fault in the membrane, it has been found the incorrect storage location of the device would have a detrimental effect on the device membrane. The pad pak, which contains electrodes and batteries, is labelled for single-use but the samaritan pad 300 and 300p devices are for multi-use.